Manufacturer narrative:
Per investigation findings by the manufacturing site: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer was confirmed, further defects were detected. In total the following defects were detected: led lights up dimly, blade damaged, adhesive points on camera head worn, leaking, contacts in plug damaged, o-ring in plug missing, blurred image, product has been labelled by customer. As stated, the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics, and the light is dim. The instructions for use specify that a visual and functional inspection must be carried out before starting any work, which would have revealed that the device was no longer functioning properly and the fault could have been avoided. The investigations carried out above did not reveal any causes related to the labelling, or the device history. All production-related quality checks were passed and no deviations were found in the manufacturing documentation for the devices. The labelling contained appropriate inst ructions and warnings. No systematic error was found. Should new or additional relevant information become available, we will continue the investigation accordingly. This event is filed under internal complaint (B)(4).

Manufacturer narrative:
The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that there is dim light source. No procedure or patient involvement. No negative impact in state of health reported.